Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that after an estimated implantation time of approx. 10 years shock, impedances less than 20 ohms occurred. No implant, explant, or event dates were provided. No adverse patient side effects have been reported.